Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been retracted and the stent had been fully deployed. The deployed stent was analyzed and no issues were noted with its profile. A kink was noted in the outer sheath of the delivery system. During a functional analysis, no issue was noted in the movement of the outer sheath along the stainless steel shaft. The shaft was dissected proximal to the guidewire access port and the inner lumen was withdrawn from the outer sheath. No issues were noted with the inner lumen. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the kinked sheath is likely due to procedural/anatomical factors and the most probable root cause is "operational context." A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient had a 6cm stricture within the bile duct due to a malignant tumor. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent was deployed approximately halfway. However, when the physician attempted to reconstrain the stent, significant resistance was encountered. The stent was removed from the patient partially deployed. Outside of the patient, the stent system was rinsed with saline solution but the stent still could not be reconstrained. The procedure was completed with another wallflex biliary rx fully covered stent system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient had a 6cm stricture within the bile duct due to a malignant tumor. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent was deployed approximately halfway. However, when the physician attempted to reconstrain the stent, significant resistance was encountered. The stent was removed from the patient partially deployed. Outside of the patient, the stent system was rinsed with saline solution but the stent still could not be reconstrained. The procedure was completed with another wallflex biliary rx fully covered stent system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."